Manufacturer narrative:
(B)(4). Batch # 626a29. Investigation summary: the product was returned to ethicon endo cincinnati-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The bulkhead contacts were noted to be damaged making the instrument non-functional. The shrouds were removed and the contacts were manually reformed the device was tested for functionality in the straight position with the test and returned reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, upon disassembling, an excessive gap was observed in between frame a & b. This is not related to the user complaint, but it is an undesirable condition. No conclusion could be reached as to what may have caused the frame to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished pve35a with lot number x94916, and no non-conformances were identified. Manufacturing date: 02/09/2022. Expiration date: 01/31/2025.

Event description:
It was reported that during the kidney transplant - donor procedure, they put the stapler in the renal artery, and they took the safety off and pulled the trigger and nothing happened. They had to open a new device and continue with the procedure as normal. There was no patient consequence. The surgeon took the battery from the gun that did not fire and put it into the second gun, and operated the second gun as normal. It was stated that it was not a battery issue. There was no patient consequence.